Event description:
Dealer reports that after five minutes of starting device, smells like burning. On (B)(6) 2014 dealer reports no harm done. Operating room was setting up for a ventricular septal defect repair. Issue occurred before procedure, on pretest.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.